Event description:
Sorin group was contacted by a customer with a request to check an s3 console due to a pt death. The death occurred when the pt was already off pump and out of the operating room. The customer stated they were confident it was not an equipment issue but wanted the console checked as a precautionary action.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group was contacted by a customer with a request to check an s3 console due to a pt death. The death occurred when the pt was already off pump and out of the operating room. The customer stated they were confident it was not an equipment issue but wanted the console checked as a precautionary action. A sorin group field service rep was dispatched to perform a preventive maintenance on the machine. The preventative maintenance was performed successfully and all functional testing found the device to be working properly. The investigation is on-going. A f/u report will be sent when the investigation is complete.